Event description:
It was reported that the implantable neurostimulator (ins) did not sit flat. The patient thought that the implantable neurostimulator (ins) shifted right after implant. The patient reported that they just had hernia surgery so he could not get the belt really tight like he needed to charge the ins and get best coupling.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).